Event description:
It was reported that on an unknown date, an unknown sized trifecta surgical aortic valve was implanted. At an unknown time after this implant, a transcatheter bioprosthetic valve was implanted for an unknown reason. The patient status is unknown.

Manufacturer narrative:
An event of transcatheter valve replacement after a unknown implant length of implant of a trifecta valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.